Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the video connector socket locking mechanism did not connect to the scope properly due to defective locking. In addition, the receptacle board was replaced. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard inspection of a customer returned asset, the video connector socket locking mechanism did not connect to the scope properly. The customer did not report any problems associated with the device and there was no patient/user injury or harm reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The investigation confirmed the reported device problem. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause for the reported issue was not established. However, it is probable that the output connector socket became faulty from long-term use. It has been over five years since the device was manufactured. Olympus will continue to monitor field performance for this device.